Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a pfna nailing procedure the surgeon was reaming with a reamer head and the tip of the reamer broke. Surgeon could not remove the tip and it remains in the patient's bone. No further information is available.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
The measurable dimensions were checked and found to be in compliance with the technical drawings and specifications. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The information given did not provide sufficient evidence for an exact determination of the failure reason. (B)(4): placeholder.